Event description:
It was reported that stent thrombosis, chest pain, st segment elevation, myocardial infarction and death occurred. In (B)(6) 2014, the patient presented with coronary artery disease (cad). Prior to procedure, the patient was given 600 mg clopidogrel and 325 mg aspirin. Vascular access was obtained via right radial artery. The 70% stenosed target lesion was located in the non- tortuous mid left anterior descending (lad) artery. The left main coronary artery (lmca) was cannulated using a 6fr ebu 3.5 non-bsc guide catheter. A non-bsc guide wire was advanced to the lesion. Another non-bsc guide wire was advanced to protect the first diagonal branch. The lesion was predilated. A 12 x 3.50mm taxus¿ liberté¿ stent was selected and advanced to treat the lesion. The device was inflated at 12 atmospheres for 30 seconds and the stent deployed across the lad. The procedure was completed with this device. The patient was given 500 iu of heparin during the procedure. Post procedure, the patient was given 75 mg clopidogrel and 150 mg aspirin. No patient complications were reported and the patient¿s status was stable. In (B)(6) 2014, the patient complained of severe chest pain. Electrocardiography (ECG) showed st elevation. The physician suspected subacute thrombosis. The patient was advised repeat percutaneous coronary intervention (pci) with intra aortic balloon pump (iabp) support. The patient transferred to another facility. The physician was informed that the patient died. According to the physician, the cause of death was myocardial infarction.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).